Event description:
During user of the device for a cardiopulmonary bypass procedure, the user reported that the unit initially gave a belt slip error and it stopped the pump. Then gave error message "svc pump." The pump powered down and started back up and did not error for the rest of case. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.